Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system lost signal. Further info was received from the field service engineering indicating that the live image was intermittently lost. No pt serious injury or death was reported related to this event.